Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous lesion in the proximal left anterior descending artery. The 2.5 x 15 mm nc trek balloon catheter was advanced, but met resistance with a large s-curve in the leg. A kink was noted in the device; therefore, it was removed. An attempt was made to straighten the kink for re-advancement, but the mid shaft separated. A new nc trek was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported kinked shaft and detachment of the device (shaft separation) were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the nc trek rx, coronary dilatation catheters (cdc)instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked: this may result in the shaft breaking. The label review revealed that the use-by (expiration) date of the device was 31-july-2015. However, the nc trek device was used on (B)(6) 2015 which is 25 days post expiration. It should be noted that the nc trek rx IFU states: note the use by date specified on the package.